Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump is not displaying the correct amounts of insulin when a bolus is programmed from their meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned on 10/8/2013 to animas but evaluation has not been completed yet. When the device is evaluated, a supplemental report will be filed. No conclusions can be made at this time.